Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The wires were slightly exposed at the broken end, and all pieces of the insulation were present. The instrument failed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument failed to deliver energy on 3 out of 3 attempts. When the conductor wire made a direct contact with the sponge, smoke was present. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation. .

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken cable and smoked when trying to cauterize. The procedure was completed with no reported injury.